Event description:
It was reported that the lead does not show capture. The impedance measurement showed gradual increase and the r-waves decreased since implant. No noise was noted on the lead after isometric testing. The sense/pace portion of the lead was capped. The defib portion of lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.